Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator was not working. They spoke with mdt rep and helped them out but they still couldn't connect it. They mentioned as well that the stimulation was turning off by itself. During the call patient reset the communicator and closed all apps. Patient tried to connect and enter the serial number and was successfully connect. Agent reviewed information that stimulation would turn off if the battery goes down to 20%. Agent redirected the patient to hcp for further assistance. Patient called back in stating they got no device found again. Agent sent a request to repair to replace the communicator. Pt called back stating they did not receive the communicator and wanted to check on the status. It appears it was never processed due to incorrect repair type field on the repair form. A request was sent to repair. Reviewed agent will email patient the tracking # next morning, device couldn't connect the communicator to the handset